Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 112 mg/dl, 20 mg/dl, and 116 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.